Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline in remote smart service and needed to be sync with server. A field service engineer (fse) arrived to find the station stuck at the data synchronization setup screen after a software upgrade to version 1.11. Investigation revealed that the wi-fi network was disconnected and required a password, which was not available. The customer was advised to contact their it department for assistance. Upon arrival, it was confirmed that the station had lost communication because the pas network was on wi-fi and needed the password. After the it department provided and entered the correct wi-fi password, the station successfully came online, and functionality was verified with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station went offline on remote support service and unable to sync to the server. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.